Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited signs of melting at the output window; the outer flow tubing exhibited signs of damage at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).

Event description:
It was reported that the ¿fiber was not working¿ @ 72,900 joules. Gland volume 50 ml. Time expended 12:30. The procedure was completed using a second fiber. There were "no damages to the patient" reported.